Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed in a central position. A second cds was advanced and after the clip was deployed, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the short posterior leaflet. Echocardiogram showed there was no more room for an additional clip; therefore, the procedure was ended. Two clips were implanted, reducing the mr to 1-2. It was noted that imaging was a challenging. There were no adverse patient effects. The patient was confirmed to have a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be realted due to the patient morphology/pathology of a short posterior leaflet, and the procedural circumstances of difficulty visualizing the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.